Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that small fragments of plastic came away from the casing on the tip of the wand. The fragment was able to be removed from the patient using an arthroscopic grasper. The healthcare professional is confident that all pieces and debris were able to be removed. A backup device was not required. There were no reported patient injuries or surgical complications. No other complications were noted.